Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the tlc55 would not fire (cartridge jammed). Changed the tcr55 and the device worked an add'l 3 more times. There was no consequence to the pt.